Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user culture results were not shared. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - pre-soaking was not performed when manual cleaning was not performed within 1 hour after procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "Presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera elite gastrointestinal videoscope tested positive for an unexpected contamination, the bacterial cultures of the instrument channel tube did not pass. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, and the physical device evaluation has been completed. The cleaning, disinfection, and sterilization (cds) was performed by the customer, there was no suspected patient infection, the endoscope was culture tested, and there were no deviations / deficiencies in the reprocessing. Pre cleaning was performed immediately after the patient procedure, water was aspirated through the instrument / suction channel with a suction pump, the forceps elevator was raised and lowered 3 times in water during aspiration, the aspiration was done with both the first and second position of the suction valve, the air / water and the balloon channels were flushed with water and air by using maj-1444 and maj-629, and the air / water channel were flushed with water and air by using mh-948. Manual cleaning was not performed within 1 hour of the procedure and pre-soaking was not performed, the device passed the leak test, the detergent solution used was lycopene, the instrument channel / suction channel / instrument channel port / balloon channel / forceps elevator were brushed, the forceps elevator was raised and lowered 3 time when submerged in the detergent solution, the forceps elevator was flushed, the distal end was being brushed with the channel-opening brush and single use soft brush maj-1888, the distal end was flushed with maj-2319, the device was rinsed before manual disinfection, the disinfectant used was 3m, and filtered water was used in the final rise. The automated endoscope reprocessor (aer) used was gif-h290, there were no defects with the aer, the detergent solution used was diastase and disinfectant used was peroxyacetic acid, all channels were connecting with cleaning tubes when the endoscope was setting up into the aer, the expiration date of the disinfectant was controlled and met the minimum effective concentration, the water quality of the rinse water was controlled, the water filter was replaced periodically in accordance with the instructions for use (IFU), the device was dried by wiping with clean towel / paper / wiping with sterile paper / and blow dried with compressed filtered air, and the endoscope was stored without a drying cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The issue was not confirmed, as the scope was not microbiologically tested by olympus. The device evaluation found that the bacterial contamination could not be confirmed. In addition, the following were found: the instrument channel tube was scratched, and the root part of the insertion tube was wrinkled. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.